Event description:
It was reported that the ventricular channel was not measuring correctly on the external pulse generator. The settings were changed on the testing device and the sensitivity tested within specification. The biomedical engineer was going to test the device completely as well as test the leads and the cable. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).